Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that following an intraocular lens (iol) implant procedure, the patient experienced with poor vision. The lens was exchanged for another lens model 47 months 27 days following the initial procedure.

Manufacturer narrative:
The lens was returned for evaluation. The lens is cut into three pieces, typical of insertion and removal from the eye. A power and resolution inspection could not be conducted due to extensive damage. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the reported complaint. The product was provided for evaluation. A power and resolution inspection could not be conducted due to extensive damage. Each lens is subjected to a 100-percentage assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the company lens (1.00 cylindrical value), 19.0 diopter (add power plus 2.2/ plus 3.2) lens was replaced with a non-company (1.00 cylindrical value), 19.5 diopter multifocal lens. Information was provided that the reporter did not want to be contacted for further details. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).